Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Please see medwatch # 3004209178-2015-88282.

Event description:
Customer reported she was hospitalized with high blood glucose over 600 mg/dl. Customer stated her transmitter would blink red and when it fully charged, it would blink green. It was advised the batter in the charger needed to be changed out. Assistance was provided with this and the charge began to blink green. Nothing further reported.